Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they device wires were removed and replaced. No further complications were noted or anticipated

Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot#: va1tcp3, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jul-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient had interstim for bladder and bowel. It was reported that the patient was still having bladder and bowel issues and that the way they put in the wires were wrong, the lead was in the wrong place. No further complications were noted or anticipated.